Event description:
The cardiologist attempted closure with a techstar xl6 device. One needle missed the barrel and presented subcutaneously.the cardiologist was able to access the needles and remove the device replacing it with a second device. A needle miss occurred while deploying the second device. Needle backdown for the second device was successful. A third device was employed successfully clot the arteriotomy. The patient did fine. This is being reported because similar occurrences of unsuccessful backdown have led to reportable occurences.